Event description:
It was reported the gastrointestinal videoscope exhibited a grainy image. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: nozzle has foreign objects. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause traced due to a component failure and for the additional finding the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
No additional information received from customer.